Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that they noted a leak from the anti-siphon valve connection of the tubing while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the anti-siphon valve connection was not confirmed. No anomalies were observed during visual inspection. Functional and pressure testing was performed; no leaks were observed from anywhere on the set. The root cause of a leak at the anti-siphon valve connection was not determined.